Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable and adjust belt messages) has confirmed that the red and white wire were pinched in the c to d cable. The root cause for pinched cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and experiencing adjust belt messages.